Manufacturer narrative:
Result: damaged power cord.

Event description:
It was reported by service report that the power cord sheathing was nicked. No patient involvement or adverse consequences were reported.